Event description:
Reportedly, the device was explanted after an implant duration of 4.67 months due to unknown reasons. The same model ring was implanted as a replacement. No further information was provided. The device is not available for return and evaluation, as it was discarded at the hospital.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the information was received from the device implantation data card completed by the hospital or staff, and returned to our implant patient's registry. No additional information was provided. This was determined reportable per edwards lifesciences procedures. The DHR review process has been started. No customer letter was requested.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer reported an inability to acquire 12-lead.